Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the tabs on the microintroducer sheath would not split was confirmed, and the cause appears to be manufacturing related. Two 5 fr microintroducers were returned for investigation. The returned samples revealed evidence of use. Blood residue remained on the products. The sheaths had not been split. One of the peel tabs was fractured, which exposed the end of the sheath that had been molded within the red tab. Impressions from what appear to be hemostats were found on the fractured tab. Hemostats were most likely used due to the high peel force required to split the tabs. An attempt was made to split the sheath that had both handles intact, but the tabs were difficult to split.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0716 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, the facility reported that during the procedure on two occasions the peel away sheath would not come apart. It was stated that the tip broke on one due to the "aggressive force" needed to peel it. No patient harm was reported. This report addresses the second event.